Manufacturer narrative:
Device analysis: an allegation of pain and a cylinder aneurysm was reported. The ams700 ipp were analyzed. Both cylinders exhibited a bulge when inflated. Cylinder 1 had a bulge attributed to fluid between the inner and outer tubes. Cylinder 2 had a bulge attributed to broken fabric threads. Product analysis confirmed the allegation of a cylinder aneurysm or bulge but could not confirm the reported allegation of pain. Visual inspection and functional testing of the ams700 ipp cylinders confirmed the reported cylinder aneurysm allegation but could not confirm the reported allegation of pain. Both cylinders exhibited a bulge when inflated. Product analysis therefore confirmed cylinder bulging as the most probable cause of the event, as inflating the cylinders can lead to the reported cylinder aneurysm. Product analysis could not however confirm the additional report of pain, although this is included as an adverse event in the product labeling. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to cylinder bulging confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to pain and cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to pain and cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted.